Event description:
While using a byte day aligners, patient reported that they had started with a small gap on the side and now their teeth are crowded and do not line up. They cannot bite on their back teeth, top row all shifted away from the center and out of alignment. The gap is still there, and teeth are turning sideways instead of over. The new aligners are too tight that they make their teeth feel like they are going to fall out. Requested information and photo/video of bite to evaluate.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.